Event description:
It was reported that a pt underwent a hysterectomy, and a sling procedure on an unk date. Shortly after the surgery was performed, the pt began suffering from severe back pain and was sent to physical therapy which did not help. The pt was found to have an erosion which had occurred through the vaginal wall which continues to cause severe vaginal and back pain.

Manufacturer narrative:
Date sent to the FDA: 10/12/2009. Mesh exposure occurred - mesh exposure occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.